Event description:
It was reported that the patient felt a "tapping" sensation in their chest from the right ventricular (rv) lead pacing. It was indicated that the sensation was reproducible with ventricular pacing and that it did not bother the patient much. It was noted that the patient atria-ventricular (av) conduction was changing and after a run of true atrial tachycardia that the device would mode switch and ventricular pace the patient at the programmed av delay. The av delays had been reprogrammed longer to decrease the chance of ventricular pacing and the rv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: implantable pacing lead (B)(4) 2011 (B)(6). (B)(4).